Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 24 x 4.50 rebel stent, it was noted that the stent looked frayed and damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The stent was microscopically examined. The balloon was tightly folded with the stent secure. Microscopic examination revealed that stent had struts that were flared and bent 12mm from the proximal markerband. There were numerous hypotube kinks throughout the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 24 x 4.50 rebel stent, it was noted that the stent looked frayed and damaged. No patient complications were reported.